Event description:
It was reported that a large volume infusor under infused. The expected infusion time was 46 hours; however, the actual infusion time was 48 hours and 19 minutes. The estimated volume of 5-fluorouracil that remained in the device was reported as "egg-sized" (10-50ml). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured between 02jan2024 and 03jan2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.